Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Event description per email states: disconnected top and vacuum (B)(6) 2020 - 4:38 pm cst - spoke with customers' spouse- stated they received two bottles from the box and the drainage lines were disconnected from the bottle. They connected them to see if they could get any suction, but they could not. Were able to complete drainage with next bottles - confirmed no harm, and no fluid leakage. - no product to return at this time.

Manufacturer narrative:
(B)(4) follow up emdr for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for reported lot 0001368616 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Assembly of the drainage line onto the spike is performed manually. Once the adhesive is applied onto the drainage line, it is then connected onto the spike and personnel must hold the junction before the product moves onto the next stage of assembly. During our investigation it was identified that personnel were not following proper procedure after applying the adhesive onto the drainage line and were moving the product without holding the connection for the appropriate amount of time. Manufacturing personnel have been notified of this incident and additional training was provided. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
Event description per attached email states: disconnected top and vacuum 28-oct-2020 - 4:38 pm cst - spoke with customers' spouse- stated they received two bottles from the box and the drainage lines were disconnected from the bottle. They connected them to see if they could get any suction, but they could not. Were able to complete drainage with next bottles - confirmed no harm, and no fluid leakage. - no product to return at this time.